Manufacturer narrative:
No product has been returned for evaluation nor were x-ray provided to confirm the reported event. Labeling review: "potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "Compatibility: do not use reline system with components of other systems than armada system. Refer to the armada system instructions for use for a list of the armada system indications of use. Unless stated otherwise, nuvasive devices are not to be combined with the components of another system..." No product returned for investigation.

Event description:
A patient underwent a spinal fusion procedure at t11-l1 and l4-5 levels using non nuvasive products. Post-operatively, connector at l4 was separated from the rod. On (b)(46) 2017, patient underwent a revision procedure where the connector was replaced with a nuvasive reline o-h connector. Subsequently, the lock screw of the reline o-h connector separated. On (B)(6) 2017, a revision procedure was performed to replace the lock screw.